Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack at the top left portion of the homechoice cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h4: remove 02/01/2022 reported on initial. The sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional pressure test was performed with no leak noted. Additional functional tests including pull test and testing the cassette in a cycler (subjecting the device to all the cycles of the therapy process) were performed and all obtained satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.